Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2011. According to the complainant, post-procedure, the patient experienced mesh exposure. The patient underwent revisionary surgery in (B)(6) 2011. The problem was not resolved. In (B)(6), 2011, an additional procedure was performed to remove the entire product. All other information is unknown and unavailable.